Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had haziness in middle of screen made harder to see and took longer to rewind. The customer reported that the insulin pump made rattling sounds like its working harder to complete, esc button not responding, has to press hard to respond, has received button error. The insulin pump will not be returned for analysis.